Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the mc collar wash vacuum was weak causing the probe to leak. The fse replaced collar wash vacuum valve. The fse also observed the sample probe internal wash volume was not adequate. The fse replaced the mc sample probe and resolved the issue. Identification of failure mode: the failure mode was the collar wash valve. This failure mode can impact any or all chemistries, including critical chemistries, upon recur. (B)(4).

Event description:
Customer reported that the mc sample probe wash collar was leaking when using the unicel dxc 660i synchron access clinical system. The leaking fluid that the customer found was diluted wash solution and was contained within the unit. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.